Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that fluid was leaking from the incision site. Fluid was drained from the site and cultures were negative for an infection. There have been no reports of further complications regarding this event and the patient is currently using the device with effective pain relief.